Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that at stent graft implant, there was a type 1 endoleak distally. The physician was trying to preserve the right hypogastric artery. It was reported that at the time of the original stenting procedure, the iliac limbs were not extended to the hypogastric artery. The physician elected to implant two iliac limbs, which were extended to the hypogastric artery, and the endoleak resolved. No add'l clinical sequelae were reported and the pt is fine.